Event description:
This lead was implanted on (B)(6), 2008 and still remains implanted at this time. It was noted on (B)(6), 2016 that the physician had problem removing this lead from the old can. It was removed by using a tool to break the header of the device to free the stuck connector. The physician was (B)(6) at (B)(6), sweden. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).